Event description:
The consumer reported false negative results with the binaxnow covid-19 self-test. The consumer reported that their entire family tested negative (quantity unknown) on the binaxnow covid-19 self-test. On the same day the family was retested at urgent care and received positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single-use device.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single-use device.

Event description:
The consumer reported false negative results with the binaxnow covid-19 self-test. The consumer reported that their entire family tested negative (quantity unknown) on the binaxnow covid-19 self-test. On the same day the family was retested at urgent care and received positive results. No additional patient information, including treatment and outcome, was provided.